Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures of one prostyle device were successfully pre-placed. An attempt was made with a second prostyle device; however, there was resistance when attempting to remove the device from the anatomy. The foot was opened and closed again; however, the same resistance was felt. Some force was used and the prostyle device was able to be removed from the patient anatomy. It was noticed upon removal of the device that the foot of the device had not closed completely. The sheath was upsized to a 18f and the evar procedure was completed. Hemostasis was not fully achieved with the pre-placed prostyle sutures which was thought to possibly be due to some vessel wall damage from the second prostyle device. Another prostyle device was used to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty retracting the foot was confirmed. Difficulty removing the device and failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The prostyle device was removed with some force after resistance was felt. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.